Manufacturer narrative:
Additional information: d 10.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The details provided indicate that the water seal would not work despite several attempts by different nurses and providers checking the set-up. Upon removing the returned drain from the shipper box there was no noticeable damage to the drain and the water seal had been filled to the 2cm mark in the water seal chamber. There was a small amount of fluid in the suction control chamber. The drain appeared to be in good condition. There was a clamp already in position and clamping off the patient line. A vacuum was applied to the vacuum line and rapid bubbling was noted only in the suction control chamber as expected as the patient line was clamped off. There was no bubbling in the water seal. When the clamp was removed from the patient line the bubbling was noted in both the water seal and flow control chamber. This is considered proper operation of the drain. If the patient line was clamped off and there was still bubbling in the water seal chamber this would indicate that there was a leak somewhere in the system. This was not the case. A review of the device history records did not indicate that there were any non-conformances during the manufacture of the product and the product met all quality and performance criteria. Based on the details of the complaint and the testing of the returned product the reported complaint cannot be confirmed. The drain functioned and operated properly when tested.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The nicu staff at (B)(6) hospital attempted to hook-up the ocean water seal chest drain today. The seal would not work despite several attempts by different nurses and providers checking the set-up. A second drain from a second lot number was opened and the same issue occurred. After a third drain was used, a seal was maintained. No adverse outcomes occurred.